Event description:
Original procedure date: unk. Procedure type: two level anterior cervical discectomy and fusion. According to the reporter: one screw partially backed out post-operatively. The screw has not been explanted.

Manufacturer narrative:
(B)(4). No add'l info has been received.